Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited corrosion on the distal end light guide lens and white foreign objects in air/ water tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the probable cause of the foreign material to remain in the device could not be determined. The likely cause of the corroded lens is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.